Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 3/16/15 device evaluation: the device has been returned and evaluated by product analysis on 02/27/2015 with the following findings: black box shows evidence of short battery life illustrated with drastic voltage drop leading to low battery warning on 01/04/2015. Moisture corrosion is observed in the battery canister the pump passed a leak test. The pump alarmed with upon passing ¿verify¿ screen, short battery life is duplicated. All currents draws are within specification. The pump¿s cover was removed, no further moisture ingress or any intermittent condition was found to the power printed circuit board.